Manufacturer narrative:
D10: concomitant devices: 2544105 02-010-01-0330 - logic femoral ps cem right sz 3. 2980470 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. 2989861 200-02-32 - three peg patella 32mm. 2946255 201-78-82 - collar fixation pin 2pk 40mm, quick release. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 92 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.